Event description:
Clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly tortuous, long lesion from the proximal circumflex to 1st obtuse marginal measuring 3.0x50mm with 90% stenosis. Target lesion one was treated with predilation and placement of five overlapping taxus liberte stents (3.0x32mm, 3.0x20mm, 3.5x8mm, 3.0x16mm, and 2.5x8mm) resulting in 0% residual stenosis. Balloon withdrawal resistance was reported for the 3.0x16mm taxus liberte delivery balloon. The investigator reported the balloon withdrawal resistance to be "very mild, minimal" in nature. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.